Event description:
It was reported that during an unk procedure, the blade tip broke when the nurse was cleaning the device. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.